Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown, product type: unknown.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient complained of an electric shock and/or surge for 15 minutes. The patient's remote was unable to communicate with the implantable neurostimulator. The patient was at home when the events occurred. An impedance test was performed and communication was established with the patient programmer using a different antenna. The patient's antenna was switched with a loaner until the patient received a new one from repair. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.